Manufacturer narrative:
No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was in a coma, had no movement of her limbs, and has normal blood pressure, stable heartbeat, and normal oxygen saturation despite having tracheal intubation, assisted respiratory ventilation, and analgesics and sedatives. By 2:20 pm on (B)(6) 2023, oxygen saturation suddenly dropped, blood pressure dropped, and heart rate dropped. The ventilator prompted a decrease in tidal volume. An air bag was used to assist breathing immediately, and blood pressure-raising drugs were given. By 2:28, the heart rate slowed down by 40 times, the blood pressure could not be measured, and the patient became cyanotic. Chest compressions were started, and cardiopulmonary resuscitation was started. At this time, the patient's abdomen was found to be bulging and the cyanosis could not be corrected. The endotracheal intubation was immediately checked with a video laryngoscope, and it was found that the endotracheal intubation dental pad was not fixed properly. The intubation depth was 21cm, but the tip of the tracheal tube had prolapsed out of the trachea and into the esophagus. The tracheal intubation was removed immediately, the tracheal intubation was then reinserted, and cardiopulmonary resuscitation was continued. By 15:05, the spontaneous heart rate was restored, and the blood pressure increased. The oxygen saturation returned to 100%, but she was still in a deep coma with dilated pupils on both sides. At 15:50, the patient's family proposed to give up further resuscitation and she was automatically discharged. The patient died at home shortly after discharge. After the incident, the department conducted an internal investigation, but could not find the reason why the endotracheal tube fell off. Two similar incidents occurred in the emergency ICU from a different lot number but did not lead to death.